Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received excessive no delivery alarms. The customer's blood glucose was 207 mg/dl at the time of incident. The customer's mother stated that they had a blood glucose reading of 134 mg/dl. The customer's mother stated that they tried replacing the reservoir but no delivery alarm recurred. The customer's mother performed fixed prime and stated that the insulin did not exit and alarmed no delivery. The customer's mother disconnected and reconnected the set and reservoir. The customer's mother performed plunger push and manual prime and the insulin did exit the tubing. The customer's mother was explained that the no delivery alarms were caused by infusion set and reservoir occlusion. The customer's mother mentioned that there were bent cannulas and wanted to know why did it caused the no delivery alarm. Discussed how it's triggered by a certain amount of back pressure. The reservoir pump will be returned for analysis.